Manufacturer narrative:
Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during preparation of the pump, there was difficulty connecting the modular cable to the pump cable. The surgeon tested the connection prior to implantation and was unable to disconnect the modular cable. Another pump was obtained and prepared. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number (B)(4) confirmed the report of a connection difficulty between the pump cable and modular cable. Evaluation of the returned modular cable confirmed damage that could have contributed to the reported event. The pump was returned assembled with the pump cable and modular cable connected and fully mated, as evidenced by the yellow line from the pump cable not being visible. The pump and the modular cable were returned in like-new condition. The apical cuff and sealed outflow graft were not returned. Examination of the inflow cannula revealed no evidence of depositions or thrombus formations. An analysis of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The modular cable was disconnected from the pump cable with some difficulty. Upon disconnection, examination of the inline connector revealed that the o-ring had frayed. The frayed portion of the o-ring was slightly displaced which could have contributed to the reported connection difficulty during pump prep. Examination of the pump cable inline connector, modular cable inline connector, and the controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The pump appropriately ramped up to selected speeds and was within the normal working limits. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The log files that were retrieved from (B)(4) did not contain any data from the date of the event ((B)(6) 2018). A direct correlation between the log file data and the reported event could not be conclusively established through this evaluation. The hm3 IFU provides instructions for connecting the modular cable to the pump cable and states that the yellow line should be fully covered to ensure a secure connection. Instructions for exchanging the modular cable are also provided. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.